Event description:
It was reported there was externalization on the rv lead. The device was explanted and replaced.

Manufacturer narrative:
B)(4).

Event description:
Clarification: the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.5-35.6cm from the connector pin, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 9.3-14.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.2cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
Previously noted incorrect number; this report notes correct number.